Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left proximal anterior descending artery. A 3.0x20mm omega stent was implanted in the target lesion. Post dilation was performed with a 3.0x12mm quantum balloon catheter. Post dilation the stent then appeared 22 ¿ 24mm long. No patient complications were reported and the procedure was completed with this device. The patient's condition is stable. This product is only ous approved but it is similar to an approved us device.